Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead tip bent which prevented the helix from being deployed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal end of the lead were bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.